Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer noted that only the initial test on one patient sample was affected, and repeat testing produced similar results. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated, high-sensitivity troponin I (tnih) patient result was obtained on an atellica im 1300 analyzer. The result was not reported to the physician(s). The customer obtained a new sample from the same patient and use it for repeat testing on the same analyzer. The repeat result was lower (<2.5 ng/l), and the customer used the first sample to perform repeat testing. The second repeat result was also lower (<2.5 ng/l) than the discordant result. The customer reported the repeat result to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00420 on (B)(6) 2020. Additional information ((B)(6) 2020): siemens reviewed the instrument and event data, and there were no mechanical issues. The potential cause for a falsely elevated high-sensitivity troponin I (tnih) result on one patient sample is due to a wash/aspiration or base delivery issue. The issue was isolated to one patient sample result. The customer is operational. No further evaluation of the device was required. The investigation findings and investigation conclusions code in section h6 were updated.